Event description:
We received a report that the patient had their vns lead and generator explanted for infection. Good faith attempts have been made for additional details and thus far no further information has been attained.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.